Event description:
It was reported that the battery was depleting on the pump and he was getting big doses at one point then pump would shut down and not give him any. Per reporter ¿every 8 or 10 hours later it was giving patient bolus doses and then the time was get longer and the doses would get bigger¿. It was added that patient had been having problems for 2 months with the pump and will be getting the pump replaced on (B)(6) 2013. The pump had saline in it now and patient was on oral meds since the middle of last month. Patient was dissatisfied with his current healthcare provider (hcp) as "he took out the bupivacaine out of my pump without asking me" and was considering other hcps. Drugs delivered previously were bupivacaine and morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).